Event description:
Per the clinic, the patient experienced no communication with the internal device and no response to sound. Troubleshooting attempts were made; however, the issue could not be resolved. The cochlear implant was evaluated on july 04, 2024, using the integrity test system. The results are consistent with a device malfunction.